Event description:
It was reported that the home health provider observed the patient was in bradycardia prompting a merlin.net transmission. Review of the transmission revealed high impedance on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.